Event description:
The customer reported that the gastrointestinal videoscope exhibited foreign material clogging the instrument channel. Powder became lodged within the channel, resulting in an obstruction that prevented a brush from passing through. It is unknown when the issue occurred and there were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed that foreign material identified as powder, lodged within the instrument channel. In addition, a no-pass condition was identified in the instrument channel due to the blockage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.